Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta) procedure. According to the complainant, a fluid loss alarm was received (rate of loss was 10 ml). In addition, it could not be determined whether there was any type of leakage or not. The case was completed with a different device and there were no pt complications reported as a result of this event. Although several attempts were made to obtain add'l f/u, there is no further info regarding this event.

Manufacturer narrative:
The device has not been returned, therefore, a device eval has not been completed. If any add'l relevant info is received, a supplemental medwatch will be filed. (B)(4).